Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 19 (max applied load exceeded) error message" was confirmed during the archive data review but not during the functional testing. The platform passed the initial functional testing and worked as intended. Upon visual inspection, no physical damage was observed. During the initial functional testing, the autopulse platform was subjected to a run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The archive data review showed occurrence of ua19 (max applied load exceeded) error message around the reported complaint date. Upon further review of the archive data revealed that the platform displayed ua12 (lifeband not present), fault code ua13 (battery fault detected) and ua18 (max take-up revolutions exceeded) around the reported complaint date. These error messages are unrelated to the reported complaint. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Ua19 error message alerts the operator that the load plate has detected too much weight being applied. The ua19 error message can be cleared by restarting the platform. Ua12 error message alerts when the lifeband is not properly installed. This can be cleared by ensuring that the lifeband is properly installed and restarting the platform. Fault code ua13 is an indication that the battery is faulty and the battery needs to be replaced. Ua18 is an indication that the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. Unrelated to the reported complaint, the autopulse platform failed the load cell characterization test. Replaced both the load cells to address the failure. The brake gap inspection was performed and verified the brake gap was within the specification. Upon customer approval, the autopulse platform will be further tested to full specification.

Event description:
During testing the autopulse platform (sn (B)(4)) using the manikin, after performing one compression, the autopulse platform displayed user advisory (ua) 19 (max applied load exceeded) error message. No patient involvement.